Event description:
It was reported that prior to an unknown procedure, it was found that there was a hole in the tyvek sheet. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 05/10/2010. Evaluation summary: one carton with sealed package was received. Carton appears to be in good condition. Upon visual inspection of the package, it was observed that the tyvek lid had a small hole. The hole appears to be from outside in and the tyvek appears to have a snag from whatever punctured it. The rest of the tyvek lid is in good condition and the carton is in good condition there are no rough edges or protrusions on the instrument to contribute to the hole in the tyvek. The cause of the puncture hole is caused by handling. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in- process and finished goods specifications upon release of the product.